Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 412 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 412 mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference is outside the acceptable range. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Auto mode was active. No further medical complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.